Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use cardiosave intra-aortic balloon pump (iabp) causing electrical disturbance. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer states unit causing an electrical disturbance. No issue in logs or faults, unable to recreate. Device is calibrated to manufacture specifications.